Event description:
The customer took their normal dose of insulin. They used the suspect device to check their blood glucose and obtained a result of 406 mg/dl. About one hour later they couldn't stand and almost passed out. Spouse called 911. When the emts arrived they checked their glucose and the level was 40 mg/dl. They were treated with a glucose IV and taken to the hosp. Controls were not used on the system. The device was replaced with new product and then authorized for return to the MFR for eval.